Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, the cardiosave intra-aortic balloon pump (iabp) had repeated safety disk failures with the last four that have been purchased. There was no patient harm reported.

Manufacturer narrative:
No analysis of production records was done.

Manufacturer narrative:
The failure analysis and testing dept. Received the part with a reported unit failure of a safety disk problem. No other issue was described. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part failed the leak differential portion of the all manifold test. Fat was able to verify a failure with the part but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.